Event description:
It has been reported that while using a thermocool rmt catheter, the tip appeared to have been stuck in the left atrium of the heart and the physician was unable to get the catheter out. The magnets have been disengaged and the physician had attempted to remove the catheter manually without success. Representative contacted back-up assistance. The back-up assistant spoke with account regarding troubleshooting techniques to remove catheter from left atrium. The catheter was eventually removed without incident and there was no apparent injury at the completion of the case.